Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the following day during the post implant discharge, loss of capture was observed. Dislodgement was confirmed via chest x-ray. A lead revision was performed successfully. The patient was doing well and there were no adverse effects.